Event description:
Medtronic received information that 23 months following the implant of this transcatheter bioprosthetic valve, implanted in the tricuspid position (within a previously implanted mosaic bioprosthesis), the patient presented with central regurgitation. Subsequently, both valves were explanted with no adverse patient effects. At explant, all leaflets were soft, no pannus, or thrombi.

Manufacturer narrative:
No product was returned. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.